Manufacturer narrative:
Pir: 333933 (9 of 11).

Event description:
A customer alleged that the safety shield on the side port knife 1mm angled w/safety 10/sp was identified as retracted and a tech pricked her finger. No medical intervention was required.

Manufacturer narrative:
The UDI number and the following sections were updated: type of investigation; investigation findings; investigation conclusion. (9 of 11).